Event description:
It was stated that the customer was hospitalized for high blood glucose and the reading was 985 mg/dl. Troubleshooting revealed that the date was not correct, it was also stated that the customer received no delivery alarms two days prior to being hospitalized. The customer changed the infusion set and after a few hours the customer was hospitalized. Troubleshooting was performed and the insulin pump passed the required tests. In addition, it was stated that it appeared the infusion set never punctured the skin as the cannula was laying over the skin.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge